Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with no button response at up arrow button due to unlocked j2 connector on lcd board. No blank display noted during testing. Unable to perform any tests due to button unresponsive. Pump received with stripped battery cap coin slot (p) noted.

Event description:
The customer reported via phone call that the up arrow has stopped. The blood glucose was 264 mg/dl. The customer stated that the cap is stuck and the insulin pump has a blank display. The device will be returned for the analysis.